Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer has experienced unexplained high blood glucose levels. Customer's blood glucose level was 18 mmol/l. Customer did not speak swedish very well and was difficult to understand. Customer was advised to call back when alarm occurs. Customer was also advised to check insulin as it may get denatured if exposed to high temperatures/sunlight. No additional information provided.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.